Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/1/2020. Additional information was requested and the following was obtained: patient¿s current status? -the needle detached prior to being used on the patient. How was the procedure complete? - doctor had to open another suture. Please provide procedure date - (B)(6) 2020. Corrected information: b1, h1 ¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report 2210968-2020-06083 is not reportable.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient¿s current status? How the procedure was complete? Please provide procedure date. Please provide lot number.

Event description:
It was reported that a patient underwent an mohs surgery procedure on an unknown date and suture was used. During the procedure, the suture was detached from the needle. There were no adverse patient consequences reported. Additional information was requested.